Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: mustang 4.0 x 40, 75 cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 20mm distal of the proximal markerband. This type of damage most probably occurred when the device was being withdrawn through the sheath. The distal section of balloon material was noted to be pushed distally. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified damage to the tip of the device. This type of damage is consistent with the device encountering resistance when advancing to/crossing a lesion. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst before reaching the rated burst pressure. Another balloon was used to complete the procedure. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst before reaching the rated burst pressure. Another balloon was used to complete the procedure. There were no patient complications reported and the patient status was stable.